Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy at home. Touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that is part of the normal flora of the human gastrointestinal tract, that may colonize the upper aerodigestive tract and genitourinary tract. As there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event, the liberty cycler set can be excluded as the source of the patient¿s peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set reported to fresenius technical services that they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with enterococcus faecalis and a white blood cell (wbc) count of approximately 17,000/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy utilizing the liberty cycler set at home. It was explained the patient frequently experiences confusion and became disconnected from the cycler during a pd treatment (exact date unknown). The patient did not promptly reconnect to the cycler and handled both the liberty cycler set and their pd catheter (not a fresenius product) with contaminated hands. The patient was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for three weeks and one initial dose of oral levaquin (dosage unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) during this admission. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.